Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the fiber optic backplane cable and the fiber optic patient side cart base. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a faulty backplane fiber optic cable, which can interrupt system communications and trigger fault 40106 blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, customer stated they had a non-recoverable fault 40106. Technical support engineer (tse) recommended customer could recover fault, boom and cart drive would be disabled, or to perform a system restart. Customer recovered fault and continued with the case. The procedure was completing as planned with no reported injury.